Manufacturer narrative:
Two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and pressurized. A leak was observed coming from the texium connection to a bd extension set. The customer complaint was verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.

Event description:
It was reported that bd alaris smartsite texium pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the leakage is occuring when the texium is being used in tandem with the IV line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.